Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence and cuff erosion. In addition, the device was not working properly. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported